Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "maintenance required code number 7" (power supply fan failure) alarm. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative was contacted to obtain additional information. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).